Event description:
It was reported that low sensing was observed via a merlin.net transmission. X-ray showed no anomaly. Induction testing was successfully. Programming changes were made. No further issues were reported.